Event description:
Routine complaint investigation when a health care facility reported that a gestational diabetic pt received a high blood glucose reading of 101 mg/dl when compared to a laboratory value of 69 mg/dl. These values, when plotted on a clarke grid, fall into the "d" zone showing the difference in the results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.